Event description:
It was reported that the ilet device¿s sleep/wake touch button was intermittently unresponsive, preventing the user from waking the pump to perform a meal announcement, after which the user¿s blood glucose measured 250 mg/d. The user restarted the pump and the button function improved. Symptoms included hyperglycemia. Outcomes included temporary interruption of intended insulin therapy workflow without reported injury or medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the device recovered normal function after a user-performed restart, consistent with a transient user interface malfunction. It was concluded that the event was attributable to a temporary device user interface issue with no confirmed recurrence and no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.